Manufacturer narrative:
(B)(6).

Event description:
It was reported that it takes a lot of effort for the bone cutter to take some of the bone. The bone cutter blade produced small chips of metal in the joint. They were removed by flushing out. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
Eleven shelf cartons of product 72200724 (65 individual burrs; 10 cartons of 6 and one carton of 5) were returned from lot 50741489. They are all new and unsealed. The product used in the procedure was not returned for evaluation. Definitive conclusions, accurate investigation and evaluation were not definitive without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device ability, surgical ability, procedure location, tissue condition and use per product recommendations. Influences that could compromise product performance or integrity that are unrelated to manufacture include: blade hand piece not fully loaded and or locked into mdu hand set. Incompatible force, torque or leverage applied. Unexpected bone density/condition. Change of approach during use. Insufficient irrigation or engaging the device without suction. Seizing of blades due to inadequate bio matter excision. Use not compliant with instructions for use, tech guides or specific procedure. Per instructions for use: ¿excessive ¿side loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly. Make sure the hand piece is off while changing blade tip position. Periodic irrigation of the blade is recommended to provide adequate cooling of the blade and to prevent accumulation of excised materials in the surgical site. Ensure that suction of 128 mmhg minimum is flowing while the instrument is running. Irreversible damage to blades or burrs will result if they are run without the flow of irrigation (dry)¿. Final product met predetermined specs upon release to distribution. No patient harm or injury is being reported as a result of this device related incident, and all of the metal debris was flushed out. There is no indication of adverse patient consequence as a result.

Event description:
It was reported that, during an unknown procedure, it took a lot of effort for the bone cutter to take some of the bone. The bone cutter blade produced small chips of metal in the joint. They were removed by flushing out. A back-up device was available to complete the procedure with no significant delay and no patient injuries.